Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Patient's wife contacted dexcom on (B)(6) 2016 to report that the patient passed away on (B)(6) 2016. Patient's wife came home to find the patient sleeping and noticed that he was unresponsive. Patient's wife called the paramedics and the patient was pronounced dead at the scene. There was no hospital transportation required as the patient was taken directly to the coroner. Patient's wife stated that the patient was wearing the continuous glucose monitor (cgm) at the time of passing. There was no alleged device malfunction. A death certificate was not provided. At the time of contact, the cause of death was unknown. No additional event or patient information is available.